Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a lead revision operation. The stimulation in the original position was not effective for the patient so the lead position was moved. The device was working well for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: 0214761571, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-dec-2021, UDI#: (B)(4), report source foriegn: (B)(6). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.